Event description:
The graft was placed as an axillo-femoral bypass. Approximately 21 months postoperatively, a doppler examination was performed; an aneurysm was suspected. Exploratory surgery revealed a graft tear inside a tissue capsule at the level of the chestwall. The torn graft were trimmed and a graft interposition was placed.